Event description:
It was reported that the surgeon told the rep that the hydroset putty used in the patient has developed inflammation and infection at the surgical site.

Manufacturer narrative:
Device not returned for evaluation as it is still implanted in patient. If additional information is received it will be reported on a supplemental report. Device still implanted.